Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the cuff didn't inflate before use. Another device was used.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and it was discovered that the et tube was completely occluded at the connection point between the cuff pilot and the inflation line. The reported complaint of inability to inflate the cuff was confirmed based upon the sample received. The returned et tube was confirmed to be completely occluded at the connection between the cuff pilot and the inflation line. Therefore, the probable cause of this complaint issue is manufacturing related. Nonconformance, 60033873, has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the cuff didn't inflate before use. Another device was used.